Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Er420 first, er320 first what vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Er420 yes, er320 yes. Was there any torquing or twisting of the device present at the time of firing? Er420 asku, er320 asku. Was any unexpected resistance felt while firing the trigger? Er420 asku, er320 asku. Were any unexpected noises heard? Er420 asku, er320 asku. Did anything unexpected happen prior to this incident? Er420 asku, er320 asku. Was the device fired after this incident in or out of the patient? Er420 asku, er320 asku. Was a cholangiogram used? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip from the er420 did not feed properly and slow. On the second firing the clips were spitting out two or three at a time. The surgeon tried to re-set the device, but the problem continued. The er420 was replaced with an er320. The er320 had scissored clips. The distal points of the clips did not touch. The case was completed with a ligamax device. There were no patient consequences reported. No devices will be returned.